Event description:
A confirmed (B)(6) advia centaur cp (B)(6) result was reported and the result questioned by the physician. The customer performed repeat testing in duplicated with one result being non reactive and the other test result (B)(6). (B)(6) confirmatory testing was performed and the result was confirmed (B)(6). The patient sample was repeated for (B)(6) and the result was non reactive. The patient was redrawn for (B)(6) and for other (B)(6) and the results were all non reactive. There was no known report of patient treatment being altered or adverse health consequences due to the discordant (B)(6) assay result.

Manufacturer narrative:
A siemens field service engineer (fse), was sent to the customer site for system inspection. The fse performed a twelve month preventative maintenance and fixed a sight fluid leak on one of the rinse blocks. The initially reactive result was confirmed reactive and it is not apparent that the rinse block leak was a contributing factor. No conclusion can be drawn. The instruction for use (IFU) states the following in the limitation section: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings".